Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen 45 gel stent that "should have been recalled" was implanted into a patient's eye. Patient is doing well.